Event description:
It was reported that during an unk procedure, there were misformed staples. The procedure was completed with same like device. There were no adverse consequences to the pt. No further info is available.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.